Event description:
Barely able to walk [mobility decreased], pain in left knee [arthralgia], swelling in left knee [joint swelling], knee effusion [joint effusion], sleepless night [poor quality sleep], right knee is the same [device ineffective]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) male patient, initial (B)(6). The patient had a history of arthritis. The patient was previously treated with synvisc-one in both knees six months prior to this report and three injections of synvisc-one in both knees several years prior to this report. The patient received synvisc-one injection in both knees on (B)(6) 2010. The patient experienced severe pain and swelling in the left knee that interrupted his sleep and the patient had a sleepless night. The patient was barely able to walk and get in the car and barely got up from the bed to the bathroom the first night after the injection. The patient was examined by his physician on (B)(6) 2010. The physician drained the left knee of "about a half a cup of fluid" and gave a cortisone injection in the left knee. The pain and swelling were improving but had not resolved. The patient also reported that the right knee was the same as before synvisc-one was received. As of the date of receipt of this report, the patient had not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to view all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.